Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During the procedure, two (2) endoscopic cook instinct endoscopic hemoclips were successfully deployed onto the visible vessel and no further bleeding was seen. After deployment of the first clip, the loading device [deployment device] appeared to get stuck in the duodenal mucosa. There was a small hook at the end of the catheter that appeared to be lodged. The hook was easily pulled and a small amount of blood was seen with a very small mucosa tear seen in duodenal bulb just distal to the ulcer. The surgeon administered a 3 ml epinephrine injection and the bleeding appeared to stop. Upon further flushing, there was no damage. The ulcer itself was flushed. The vessel appeared to be clamped with the hemoclip and no further bleeding was seen. There was some old clotted blood in the area. Other than the intended clip, no section of the device remained inside the patient's body. Epinephrine (3 ml) was injected to what was described as a small amount of bleeding occurring after removal of the hook from the mucosa. The patient did not require any other additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.